Event description:
Patient's vocal cord paralysis was suspected to have started since 2011. The surgeon stated that the vocal cord paralysis is more than likely after initial implantation. Left sided vocal cord paralysis was observed. Interventions were planned/taken.

Event description:
Clinic notes indicate that the surgeon noted on his initial exam that the patient had a vocal cord paralysis on one side. No additional relevant information has been received to date.